Event description:
It was reported that the foley tray leaflet was bent, and the size was not visible.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. The complete initial reporter's facility name is (B)(6) hospital, (B)(6). The reported event was confirmed ¿ manufacturing related. The product had caused the reported failure. Based on the evaluation, it was found that the leaflet inside the package was crumpled and folded at the area where the fr size sticker was located. Although the fr sticker was present, it was obscured and not visible to the user due to the condition of the leaflet. No abnormalities or damage were observed on the outer packaging or the package components. A review of the manufacturing process indicates that the process can produce this type of defect. Therefore, this failure mode confirmed as manufacturing related. A potential root cause for this failure could be due to operator error (rough handling), user related (rough handling). A review of the device labelling has been conducted for investigation purposed. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Corrections: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley tray leaflet was bent, and the size was not visible.